Event description:
It was reported that patient went to clinic after receiving inappropriate therapy due to p-wave oversensing. Upon investigation, it was noted there was a decrease in sensing and lead impedance. The physician decided to replace the lead after unsuccessful attempts at repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.